Event description:
It is reported that a customer was states there is a leak in the insulin pump. The customer has a blood glucose level was 220 mg/dl at the time of the call. The customer states that the leak is on top of the reservoir. The customer was assisted with the issue and was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. A new reservoir was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.